Manufacturer narrative:
Conclusion code: field left blank; no available code for undetermined or unknown cause. The customer complaint that the tubing was missing the compression o-ring was confirmed. The report that the set separated was not confirmed as a photo provided by the customer shows the silicone segment attached to the upper fitment. The photo shows that the ring retainer was missing from the silicone segment that assembles to the upper fitment. The root cause of this failure was not identified.

Event description:
The customer reported that the nurse spiked and primed ivig and loaded the set into the pump. When the nurse opened the pump module door, the pump segment separated from the upper fitment, causing the ivig to spill. Upon inspection, the customer stated the o-ring on the upper portion of the pump segment was missing. There was no report of patient harm.